Event description:
It was reported on (B)(6) 2022, an unknown sized portico tavi valve was selected for implant. The valve was deployed in the popper location at 3mm deep into the annulus. After the valve was deployed it migrated up into the coronary sinus and the valve had to be snared to a higher position to avoid coronary occlusion. While snaring the valve the portico perforated the ascending aorta and the patient has to undergo an open heart repair to sew the perforation. A non-abbott valve was successfully implanted. The patient was reported to be in stable condition. Additional information was requested but cannot be obtained.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The event of off-label use of a portico tavi valve and the valve of unknown size migrating could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the portico valve instructions for use, artmt100109145 revision a "precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."